Manufacturer narrative:
Initial report sent: june-18-2007.

Event description:
Pneumothorax procedure; reportedly, during the 3rd application the staples did not form. On the 4th try the staples did not form. The surgeon made a small incision and hand-sew the tissue to treat the tissue after the device failure. The pt old and weighs 56 kg.